Manufacturer narrative:
The device was returned for analysis. The reported failure to hold final arm angle could not be confirmed via returned device analysis as the device was able to hold final arm angle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis a conclusive cause for the reported failure to hold final arm angle cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. The clip repeatedly failed to establish final arm angle (efaa). The clip was not implanted, was removed and replaced. One clip was implanted, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure.